Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation.

Event description:
A tavr was performed on (B)(6) 2019. The physician reported to the sales representative that the lock advancement tube did not descend, and "the yellow/green indicator did not appear in the tension window". They physician was able to advance the lock by other means. There was no report of patient injury, and closure was successful.

Event description:
Updates have been made to address patient age and gender due to information received following initial submission. In addition, the device has since been returned and the investigation is in process.

Manufacturer narrative:
Updates have been made to address patient age and gender due to information received following initial submission. In addition, the device has since been returned and the investigation is in process.

Manufacturer narrative:
The device returned and inspected. No non-conformities were identified. Based upon previous similar incidents, the investigation led to the root cause of the tamper tube not exiting the delivery system due to a kink in the delivery system caused by vessel conditions. The kink prevents the tamper tube from deploying as intended due to close tolerance levels between the delivery system tubing. A design change was implemented since the release of this lot that reduces the failure from occurring when the device is not deployed per instructions of use. The risk of access site complications leading to bleeding is written in the IFU as a possible adverse event. There was no clinical harm beyond minor blood loss and inconvenience for the user. The risk documentation was reviewed and this is a known risk. The device history record was reviewed and no non-conformities related to this incident were identified.